Event description:
New information received notes a fracture was suspected prior to completion of the procedure to revise the right ventricular (rv) lead.

Event description:
It was reported that the patient presented in the emergency room. It was noted that the right atrial lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was stable.